Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported that after receiving treatment using an unknown juvéderm® ultra in their lips they experienced their lips feeling chapped, sunburned and just funky. The patient was barely bruised and they barely had swelling. Patient had red blotches on their lips and confirmed that they had some psoriasis spots on their lips. They had treated their lips with aquaphor. Their lips never felt so dry, chapped, and sore stinging. They also have experienced irritation, dryness and a very uncomfortable feeling. The hcp prescribed them steroid cream. The patient¿s lips also look bumpy and lumpy in a few spots, and they are not happy and are considering getting the product dissolved. Additionally, the patient stated that they had a stinging sunburn dry feeling which turned into psoriasis spots on and around my lips which is now turned into a full-blown situation where it looks like my lips are red and very sunburned. Patient stated that they had lip fillers for at least 10 years and that they never had this happen before. The patient stated that they did not think it was an allergy or a reaction because they had the filler put in almost 2 months ago.